Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient started urinating a lot and could not hold it about six months ago. When they saw the doctor, they found out the implant had been turned off and they did not know how. The doctor turned it back on and programmed it, and since then, the patient had improvement to their urinary symptoms. They still had some accidents if they waited too long to use the bathroom, but they were not going as frequently as they were previously. The issue was already resolved with the assistance of the doctor. The patient also planned to follow up with their managing physician. Additional information was received from the patient on (B)(6) 2021. They reported that they had been going to the bathroom too often. The patient stated that they went back to the health care professional (hcp) two weeks ago and the hcp said that the stimulation was off. The patient said that the hcp had turned the stimulation back on. Patient services reviewed how to increase stimulation and the patient was able to increase stimulation to where they could feel it. It was reviewed with the patient that if symptoms didn¿t improve, the patient could increase or they may also consider changing programs. Additional information was received from the patient. They reported that they were needing instruction on how to change the therapy settings. Instructions were emailed to the patient and they planned to call back if they needed further instruction. They had not been using the device, but were going to the bathroom too often and that was why they wanted to make changes to therapy. They were going back to their healthcare provider in a couple of weeks.